Event description:
High risk percutaneous coronary intervention attempted. Randomized to impella device. Attempted unsuccessfully twice to insert device. Pt became hemodynamically compromised. Adverse events all serious, included bleeding from sheath during insertion hypovolemia, hypotension, supraventricular tachycardia, cardioversion, bradycardia, respiratory failure. Ventricular fibrillation and asystole. Resuscitation attempts with defibrillation, fluids, vasopressors, mechanical ventilation and CPR were unsuccessful. The cages of each appear to have been bent during insertion attempts.